Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, lead noise issue was observed however the episodes were not observed on the merlin.net transmission because the device was seen in clinic prior. Noise episodes were confirmed however the source of the noise could not be verified. Programming changes were recommended. No intervention has been performed and the patient will be seen in clinic in a few weeks. Physician will attempt to determine if noise is related to study or if it was due to the in clinic check. No further information available.